Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blank display and the buttons were not working. Customer stated that the corners of the screen look like condensation but she was nowhere near the water. Customer tried to take the battery out and put in a new battery. Customer stated that nothing happened. Troubleshooting was performed and customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. No moisture damage found on the motor, battery tube, keypad assembly and vibrator assembly noted during our visual inspection. Unable to perform the displacement test or verify unresponsive button keypad due to blank display. The insulin pump has partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.